Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was no signal and the cable was unplugged. The procedure was completed with a replacement device. There was full loss of image, but the duration could not be confirmed.